Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced low blood glucose of 50 mg/dl. The customer had carbohydrates and tried to give insulin. The customer also stated she got a calibration error and the data was not recorded for the last ten hours. Blood glucose was 227 mg/dl at the time of the incident. Customer declined troubleshooting for low blood glucose and calibration error. The product will not be returned for analysis.